Event description:
Patient for stereotactic core biopsy breast. Mammotome hydromark breast biopsy site marker deployed but did not stay in the breast x2. Manufacturer notified of product malfunction. Patient aware clip did not deploy inside the breast biopsy site and no marker was left inside her breast.